Manufacturer narrative:
(B)(6). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was further described as the patient did not wear a mask while performing pd therapy. The peritonitis was manifested by cloudy pd effluent, fatigue, and malaise. It was not reported if the patient was hospitalized for the event. The same day as event onset, the patient began treatment for the peritonitis with intraperitoneal amikacin and cefazolin for six days (doses and frequencies not reported). One week after the date of onset, the patient began treatment with intravenous meropenem, ongoing, "at home" (dose and frequency not reported). At the time of this report, the patient was recovering and dianeal therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported meropenem therapy was discontinued 10 days after initiation and 21 days after event onset, the patient was recovered from the peritonitis event. Pd therapy remained ongoing. Should additional relevant information become available, a supplemental report will be submitted.